Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. Omsc reviewed the device history record and confirmed that there were no manufacturing anomalies, concessions, or variations. Since the device is destined for overseas, the repair history could not be confirmed. Error code e311 means that the white balance is incomplete. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report #8010047-2021-14734. According to the information provided by olympus australia & new zealand (oaz), an olympus field service engineer was aware of a MDR reportable malfunction on september 13, 2021. Therefore, the correct g3 "date received by manufacturer" in the initial report is september 13, 2021. In addition, the reported event occurred on september 13, 2021. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the regular inspection, when the device was plugged into the video processor, the endoscopic image was not displayed and error e311 occurred. Error code e311 means that white balance has not been set. When another camera head plugged into the video processor, the endoscopic image was displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. (B)(4) was unable to perform the test properly because the endoscopic image was not displayed. The device will be tested again after repair. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.